Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited loss of capture. The physician elected to extract and replace the lead. The patient was discharged.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information received stated that the indication for procedure on 23 mar 2021 was for a pocket revision. The patient had experienced discomfort in the shoulder area, and so the physician decided to reposition the implantable cardioverter defibrillator to alleviate the discomfort. The patient was stable throughout. Related manufacturer reference number: 2017865-2021-15466.